Event description:
Email sent to abbott: my husband, (B)(6), dob: (B)(6), had an aveir dual chamber leadless pacemaker inserted on (B)(6)2024 in (B)(6) with dr. (B)(6), md (B)(4) · (B)(6). He has 3rd degree block, sick sinus syndrome and grade 1 diastolic dysfunction. He saw his new electrophysiologist yesterday. Dr. (B)(6) at (B)(6). We moved to (B)(6) in (B)(6) 2025. Following yesterday¿s interrogation of the pacemaker it was determined that my husband is pacing about 100% of the time. The battery life after the technician lowered the beats per minute from 60 to 50 is now at 4.5 years. It is my understanding that this battery depletion is excessive or abnormal for the length of time it has been implanted. My concerns are when this battery will expire and what should be done for the patient, my husband, to have the pacing he requires on a continuing basis. I do not know what you can do to answer these questions and hope that you can reach out to the new doctor and discuss this accelerated battery depletion and what that means for my husband going forward. Please advise what if anything I can do to obtain some insight or answers in regard to this issue. Kind regards, (B)(6).